Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure the device did not cut or staple. There was no pt consequence.